Manufacturer narrative:
Concomitant medical products: product ID: 5071-35 lead, implanted: (B)(6) 2003, product ID: 6945-65 lead, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high impedance, high threshold and possible fracture on the left ventricular (lv) lead. There was also high threshold on the right ventricular (rv) lead. Both leads were capped and replaced. No patient complications have been reported as a result of this event.